Event description:
Corrected information: during the period,74 patients were identified in contact with this bronchoscope, but the strain of p. Aeruginosa was not found in any of them.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included on the initial medwatch. H6 code (health effect) has been corrected to code 2199. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
In the literature titled ¿both microbiological surveillance and audit of procedures improve reprocessing of flexible bronchoscopes and patient safety,¿ it is reported that olympus scopes had positive culture results after reprocessing. Case with patient identifier (B)(6) reports bf-uc160f-ol8, case with patient identifier (B)(6) reports bf-q190 background: microbiological surveillance of bronchoscopes and automatic endoscope reprocessors (aers)/washer disinfectors as a quality control measure is controversial. Experts also are divided on the infection risks associated with bronchoscopic procedures. Objective: we evaluated the impact of routine microbiological surveillance and audits of cleaning/disinfection practices on contamination rates of reprocessed bronchoscopes. Design: audits were conducted of reprocessing procedures and microbiological surveillance on all flexible bronchoscopes used from january 2007 to june 2020 at a teaching hospital in france. Contamination rates per year were calculated and analyzed using a poisson regression model. The risk factors for microbiological contamination were analyzed using a multivariable logistical regression model. Results: in total, 478 microbiological tests were conducted on 91 different bronchoscopes and 57 on aers. The rate of bronchoscope contamination significantly decreased between 2007 and 2020, varying from 30.2 to 0% (p < .0001). Multivariate analysis confirmed that retesting after a previous contaminated test was significantly associated with higher risk of bronchoscope contamination (or, 2.58; p = .015). This finding was explained by the persistence of microorganisms in bronchoscopes despite repeated disinfections. However, the risk of persistent contamination was not associated with the age of the bronchoscope. Conclusions: our results confirm that bronchoscopes can remain contaminated despite repeated reprocessing. Routine microbial testing of bronchoscopes for quality assurance and audit of decontamination and disinfection procedures can improve the reprocessing of bronchoscopes and minimize the rate of persistent contamination. There was no report of any patient involvement in this study.